Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged that the head of the bed and the hi/low functions are running by themselves. No pt impact.